Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was turning off unexpectedly. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
N/a.

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service technician arrived on site and found the machine would not turn on. Upon further investigation fse found batteries were completely depleted, and the console was not seated in the cart, causing it to not charge. To fix the issue fse reseated console and this corrected the issue. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.